Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose (bg) level of 400 mg/dl; however, the customer did not indicate what was done to address impacted bg level. Reportedly, the customer will consult with their health care provider to determine how to treat bg level and discuss back up method of insulin delivery. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.